Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is not able to rewind her pump and needs assistance. Her blood glucose is unknown. She was assisted with rewinding her pump. She also mentioned that she had a no delivery alarm and battery out limit alarm. The customer was not able to troubleshoot because she was driving and did not have a reservoir with her. The pump will not be returned for analysis.